Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: cause of death is myocardial infarction. Investigation summary: no product return. Cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The user facility reported that a 74 year old male had an impella cp placed during active resuscitation in the cath lab. Despite impella cp support, attempted percutaneous transluminal coronary angioplasty of a 100% occluded lcx was unsuccessful. After prolonged resuscitation, the patient expired due to hemodynamic collapse and unresolved st-elevation myocardial infarction.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.